Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 462 mg/dl. The customer did not provide the symptoms regarding high blood glucose. The customer was treated for the high blood glucose with 14 units of insulin using manual shots. The customer declined troubleshooting for high blood glucose level. Customer was advised that he won't be able to calibrate of he has high blood glucose and educate that he will not be able to calibrate if the blood glucose readings was below 40 mg/dl or higher than 400 mg/dl. Customer mentioned that he just ate and did not bolus that's why his sugar went high. The insulin pump was not returned for analysis.